Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of a incident where user had a sensor removal due to sensor inaccuracy.

Manufacturer narrative:
Investigation of the sensor confirmed the malfunction. Based on the investigation, the hydrogel over the sensor optics was missing. The hydrogel may have been scrapped off during implant procedure which resulted in the very low modulation seen in in-vivo.